Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he went to the hospital and had a MRI. The insulin pump alarmed motor error. Customer's blood glucose level was not reported. Two weeks ago the insulin pump alarmed motion sensor test failure. The customer was unable to rewind because of the motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm motion sensor test failure alarm due to motor error alarm. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.